Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.